Event description:
It was reported that a user experienced fluctuating blood glucose readings, alternating between high and low values, after a recent illness while using the ilet system, and was advised to discuss a factory reset with their healthcare provider. Symptoms included episodes of hyperglycemia and hypoglycemia. Outcomes included user-led troubleshooting and education with no reported alerts or alarms and no hospitalization. Investigation included a review of user-reported performance and troubleshooting guidance. Investigation of this case revealed cause unclear for variable glycemic control, with no confirmed device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.